Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken crease sharp on the radius, stress marks, wear abrasion, and one striated opening on the anterior. Based on the device analysis the final assessment is: one broken crease sharp on the radius assessed as fold flaw opening. One striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.